Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image cut in and out and will not take pictures when using the bronchovideoscope. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated information: d8, d9, h4. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified as the device was found to be fully functional with no findings. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.